Event description:
It was reported that after a controller change the peak to trough values on the flow waveform were greater than 12. This occurred with a second controller as well. The issue was not resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the controllers were displaying peak and trough flows that were greater than 12 liters per minute (lpm). The controllers were not returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. A review of the manufacturing documentation could not be performed on the second controller because the serial number was not provided. A review of (B)(4) controller log files did not reveal any issues or abnormalities. The controller 2.0 has a feature that displays instantaneous peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in cases of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)> 2¿ for values less than -2.0 l/min. As a result, the most likely root cause of the reported event can be attributed to a software coding error, which incorrectly displays peak and trough values as ">12" when peak or trough is less than 0.0 l/min. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other product involved in this event: controller - unk - controller / catalog number 1420 / expiration date: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after a controller change the peak to trough values on the flow waveform were  greater than 12. This occurred with a second controller as well. The issue was not resolved. No patient complications have been reported as a result of this event.